Event description:
It was reported that during a coronary artery stenting treatment procedure stent damage occurred. The pt had a 4.5x12mm non bsc bare metal stent (bms) implanted in the proximal left anterior descending artery. The stent delivery balloon was then used to predilate the 24mm in length, moderately stenosed, target lesion in the right coronary artery (rca) at 14 atms. While the physician was predilating the rca lesion, a 4.5x24mm liberte' bms was being opened. The pt unexpectedly required cardiopulmonary resuscitation (CPR). The 4.5x24mm liberte' bms was "kinked" at an unspecified time during the transition from preparing the device for use and refocusing the physician's attention to the resuscitative effort. The device was not used in the procedure, and did not contact the pt. Resuscitative efforts were unsuccessful and the pt died.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.